Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 203227-2014-16046.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 212 mg/dl. The customer stated that the screen had turned off, and when he put the battery back in, the device alarmed motor error. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer did not want to troubleshoot for the blank display. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.